Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. Additional info will be submitted within thiry days upon receipt.

Event description:
The report received from the cordis clinical study registry in italy indicated that the pt had a restenosis event six month after receiving two cypher stents. At the index procedure, two stents were implanted. Cypher was implanted in the main branch at 16atms. The vessel was pre dilated at 14 atms with an unk 2.5x12mm balloon. Post dilatation was not conducted and final kissing balloon was done with a 3.0x15mm balloon at 18 atms. Final percentage of stenosis was zero; timi flow was zero after the procedure. Another cypher was implanted in the side branch of the mid left anterior diagonal (lad) at 14atms. The vessel was pre dilated at 10atms with an unk 2.0x20mm balloon and post dilatation was also conducted at 14 atms with an unk 2.5x12mm balloon. Kissing balloon was also performed at 12 atm with a 2.0x12mm balloon. Lesion characteristics were not provided. Final percentage of stenosis was zero; timi flow was zero after the procedure. The pt returned six months later for follow up and coronary angiogram showed 100% restenosis of the stent in the side branch. No treatment was performed.